Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0014497. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: no samples were received. No photos were provided. Therefore, sample analysis could not be performed, and the symptom reported by the customer can¿t be confirmed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: based on the investigation performed and with no sample analysis the symptom reported by the customer could not be confirmed; we will continue monitoring and trending the complaints to this lot and symptom. This lot was produced for (B)(4) units, this is a cpm of 0.59.

Event description:
It was reported that 4 bd posiflush¿ normal saline syringes had difficult plunger movement during the flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger of the flush couldn't move during pushing on the half way".